Event description:
It was reported that during a normal device check, it was found that the left ventricular (lv) lead was broken. The field representative was going to discuss the matter further, with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.